Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of redy3007 showed two other similar product complaint(s) from this lot number.

Event description:
It was reported the team observed during the PICC insertion procedure, when removing the stylet that it presented resistance. Chosen to remove the catheter, it was observed that the guidewire transfixed the PICC. The patient had to receive an additional puncture, requiring more sedation, stress and prolonging the procedure. It was reported this occurred twice. This report addresses the second event.